Manufacturer narrative:
The customer contacted the siemens technical support center (tsc) to report the discordant human chorionic gonadotropin (hcg) result. The result had been flagged with a high a error. As per the dimension exl with lm operator's manual, the explanation for the high a error is: "the absorbance at the measurement wavelength was higher than the limit set in the system software for that method." The operator's guide provides instructions to manually dilute the sample and rerun the test. The tsc informed the customer that the maximum manual dilution should be 1:2 and the instrument would auto-dilute from there. The tsc asked the customer to go to the system configuration and method parameters. The tsc asked to check auto-dilute volume and recommended to change the auto-dilute volume to 2. The customer reran sample and the result matched the patient history. The cause of the hcg result being reported prior to being diluted and rerun was due to the operator not following the instructions in the operator's manual. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The result was flagged with a "high a" error. The discordant result was reported to the physician(s), who questioned it. The same sample was repeated on an alternate dimension vista instrument, and recovered higher. The corrected result was reported to the physician(s). The customer then configured their auto-dilution setting on the dimension exl with lm and reran the sample, which resulted similar to the result from the dimension vista instrument. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low hcg result.